Manufacturer narrative:
(B)(4). Correction: device not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the renal artery graft, the armada 18 balloon dilatation catheter (bdc) was inflated one time at 8-10 atmosphere (atm); however, the balloon could not be deflated. Eventually, the balloon was slightly deflated and was removed with the introducer sheath from the anatomy. A different bdc was used to complete the procedure without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.